Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the screws were broken and that they were completely removed from the patient's mouth.

Manufacturer narrative:
(B)(4). Three titanium hexed uniscrews were returned for investigation. Visual evaluation of the as returned products identify that they were fractured across the threads. Functional testing could not be performed since the products were fractured. No pre-existing conditions were noted on the per. The reported devices were intended for unknown tooth locations. Device history record (DHR) review could not be performed since the lot numbers were not provided. Also a complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture: screw). November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.